Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 416 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer was unable to troubleshoot at the time of call but the customer mentioned that the drive support showed more indented than normal. The insulin pump will not be returned for analysis.